Event description:
It was reported to nova biomedical that a consumer received low results throughout the day and she contacted an (B)(6) nurse whom advised the consumer to have emergent food intake and juice to help raise her blood glucose and then go to the emergency room but did not seek medical assistance. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution. The meter and test strips will be returned for eval.

Manufacturer narrative:
Test strip lot # 1020814091. Expiration date: 04/2016. Control solution lot # none. Novamax test strip insert - quality control checking the system control solution test: the nova max control solution us used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow up report will be filed.